Event description:
The reporter stated that the surgeon inserted a 20.0 se/2.0 toric silicone lens model aa4203tl and then realized that they mis-calculated the power that the pt needed, so he removed the lens by cutting it in half thru the original incision and put in a different lens power. There was no mis-labeling of the lens or product malfunction or pt injury, it was a mis-calculation error on their part. They threw away the lens.